Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's stimulation changed when he moved positions. The pt also reported the stimulation was ineffective for pain control. The physician explanted the entire scs system. The pt received two leads from the same lot.